Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00127. It was reported that the patient presented to the hospital after experiencing ill-defined arrhythmia symptoms. Device interrogation revealed right atrial lead noise, and episodes of non-sustained right ventricular over-sensing and inappropriate automatic mode switch. The patient was pacemaker dependent. The right atrial lead was capped and replaced on (B)(6) 2019 due to an insulation breach. The ventricular lead remained active. The patient was in stable condition following the procedure.